Manufacturer narrative:
(B)(4). Attempts to obtain additional information were not successful and no other information is expected at this time. (B)(4).

Event description:
On (B)(6) 2012, rotaflow console serial number (B)(4), at (B)(6), battery will not hold a charge. (B)(4).